Event description:
It was reported that pain and migration occurred. Obsidio was selected for use in a gonadal vein embolization procedure. One coil was used as a backstop to prevent distal embolization with obsidio. Obsidio was injected 1 to 2 cm from the coil mass all the way to the top of the gonadal vein. One to two days later, the patient returned with pain. A computed tomography (CT) showed the obsidio had migrated passed the coil mass. Pain management was provided for the patient and the patient fully recovered.

Event description:
It was reported that pain and migration occurred. Obsidio was selected for use in a gonadal vein embolization procedure. One coil was used as a backstop to prevent distal embolization with obsidio. Obsidio was injected 1 to 2 cm from the coil mass all the way to the top of the gonadal vein. One to two days later, the patient returned with pain. A computed tomography (CT) showed the obsidio had migrated passed the coil mass. Pain management was provided for the patient and the patient fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.investigation results:device history records (DHR) review:it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.risk review statement:a risk review performed for the obsidio device confirmed that the event of 2064: migration leading to 9090: embolism and 9205: pain classified as a f12: serious injury/ illness/ impairment is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as known inherent risk of device.